Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician then inserted a 10x24mm carotid stent and deployed it into the vessel. The physician then used a post dilatation balloon to dilate the vessel. During the removal of the post dilation balloon, the extension wire of the occlusion balloon separated resulting in the occlusion balloon deflating. The physician continued the case and aspirated the vessel. The pt is reported to be fine.